Event description:
The user facility reported that a hose separated from the system 1e causing water to flood the room where the unit is located and into the floor below. No injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the system 1e and found that the hose separated at the 90 degree factory crimp fitting at the uv inlet connection. The technician replaced the hose, ran a test cycle and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (B)(4).